Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an open hemicolectomy procedure, the clips did not close/form correctly so they did not stay on the vessels. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device was discarded.